Manufacturer narrative:
Investigation outcome: it was reported that during patient ventilation, the device triggered a continuous alarm and the screen turned blue, making the display unreadable. Hospital staff promptly replaced the ventilator, and no patient harm occurred. There was no response from the customer after three requests for additional information. However, the service log shows the last time the device was serviced was on june 23, 2024, more than a year ago. In addition, a ventilator shutdown (no off log line) was observed, preceded by technical event 246018 (hmi rom error) around 15 minutes before, although it is unknown if this is related to the reported issue, as no other technical errors were observed. Other alarms were noted around the event date: 'disconnection on patient side', 'inspiratory volume limitation', 'pressure limitation', 'high frequency', 'low minute volume', and 'vt low'. There was no response from the customer after three requests for additional information if replacing it resolved the issue. This case is considered as closed.

Event description:
Hamilton medical ag received the following event description: while this c1 was being used on a patient, an alarm suddenly kept sounding, and the screen turned blue, making it impossible to see anything. Since the hospital staff promptly replaced it with another ventilator, there was no harm to the patient. No health consequences or impact. The case has not been reviewed yet by hamilton medical ag. Therefore, the failure description could not be confirmed yet.

Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4). No UDI was provided as this device was manufactured prior to UDI requirements.